Manufacturer narrative:
1. The lot# of the test strips privided by user, #d220126a-1 was incorrect and need to be re-confirmed because we can't find the record regarding this lot number in okb. The investigation for strips will be begun if valid lot# is provided by pdc. 2. No nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4). 3. The meter was shipped to pdc on 2021-11-18. Because the suspected meter was not returned to okb, the retained meter (serial#: (B)(4) was used to re-examine its setting and all functions, and no malfunction occurred. The retained meter was re-tested by any retained strips (lot#: d210611b-1) from okb's warehouse and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results (level low: 62/58; level high: 311/303) met the acceptance criteria (level low: 30~75; level high: 230~340), and desiccants of the strip vial are still functional (orange color). 4. The root cause of the complaint was unable to be verified without the suspected strips and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 11:30am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 205mg/dl. A normal result for that time of day is usually around 130mg/dl. Caller stated that about 120 minutes after tested she started to feel lightheaded so she called paramedics. Caller stated that she did not take any medication while waiting for paramedics but did have a ½ teaspoon of peanut butter. Paramedics arrived around 20 minutes after testing with the prodigy meter. She stated that the paramedics tested her blood sugar with their meter and received a result of 145mg/dl. Caller stated that she was not given ant treatment for her blood glucose. Paramedics did not to test her prior to leaving the end-user. No additional information was provided.